Event description:
It was reported that a spectrum pump constantly alarms system error. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval, however, an eval was performed on site. The reported symptom could not be reproduced. Contamination was found on the lower link hook. The device was cleaned and returned to service.